Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 140 mg/dl. The customer was advised to remove the battery if the insulin pump keeps alarming. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The device was received with cracked case on display window corners, scratched lcd window, and cracked reservoir tube lip.